Event description:
It was reported that a black, oily substance leaked out of the device during a jaw/mandible surgery. The substance did not enter the pt. There was no pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause was problems with the recipshaft, a corroded upper housing, and other worn components. The front housing, driveshaft, and input shaft assembly were each replaced along with other components. Service repaired and returned the saw to the customer.